Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a repeater pump tube set was fractured. This was observed during use in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between 29 september 2022 to 03 october 2022. H10: the device was received for evaluation. Visual inspection was performed, and it was noted that the pvc tube set tubing was detached from the pump head assembly connector. The reported condition was verified. The cause was not determined; however, a likely cause was due to inadequate, or lack of adhesive applied to tubing/pump head assembly connector during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.